Manufacturer narrative:
H4: the suspected lot # dr21d27093 was manufactured on april 30, 2021. H4: the suspected lot # dr21c03109 was manufactured on march 05, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. By nature of the reported problem no additional testing could be performed. Therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Suspected lot # dr21d27093 and dr21c03109. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was observed in the line of a clearlink system buretrol solution set. It was further reported the "air entrained all the way from the drip chamber to the stopcock". Additionally, there were no leaks or backflow observed. The event occurred with a pediatric patient. There was no patient injury or medical intervention associated with this event. No additional information is available.